Manufacturer narrative:
(B)(4). The analysis results found that the 5dcs device was returned inside its package; the package was returned open. Upon visual inspection, it was observed that the blister from the packaging was damaged; the blister was found to be a hole and the end effector was found to be bent. Due to the damages found on the packaging and the device, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n9028u. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that prior to an unknown procedure, a scrub nurse found that its jaw was slightly bent, before the procedure started. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.